Event description:
It was originally reported that when the pt's stimulation was turned on, she would experience small vibrations from the lead site to the neurostimulator site. The neurostimulator seemed to be protruding in the hip area. The area around the neurostimulator looked red and scratched. The pt was at home. The company representative confirmed that the pt's device eroded. Her neurostimulator was partially exposed in her upper right buttock. The physician was only going to replace the neurostimulator but upon removal of it; it was noticed that the lead insulation had separated at the site where it enters the neurostimulator sleeve. The total device system was removed to let everything heal and to rule out infection. It was noted that the device was implanted too superficial. It was barely implanted underneath her skin. The pt will have a new device system implanted in 6-8 weeks. Further information is being requested from the hcp.